Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called in via phone stating that there is a missing part to his pump. Customer explained that he did not notice the damage to the pump until at the doctor office and her pump had the plastic ring and his did not. Customer states the pump has cosmetic damage. Customer is advised to disconnect from the pump. Customer states the infusion set does not show signs of damage. Customer states the reservoir does not show signs damage. Customer states the pump does not show signs of physical damage. Plastic reservoir ring is missing. Customer is unsure how damage occurred. Location of damage is on top of pump. Customer reports there is physical damage to reservoir's lip ring. Customer states reservoir is able to lock into place. Customer is advised that pump will need to be replaced. Customer is advised to discontinue use of pump and revert to backup plan per health care provider's instructions. Customer will replace out pump due to missing reservoir ring.